Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located moderately tortuous and moderately calcified left circumflex artery. A 3.00 x 32 synergy drug-eluting stent was selected for use. However, during advancing, severe resistance was encountered and it failed to cross the lesion despite several attempts. When the device was removed, it was noted that the mid part of the stent got lifted. The procedure was completed with a different device. No patient complications were reported.